Event description:
After introduction of the microcatheter into a free part of the aneurysm sac 4 coils were gradually applied. The free space of the aneurysm was sufficiently filled. Control dsa after disengagement of 4th coil with free filling of aca dn acm. Within short priod of time neurological complications occurred - aphasia, defect of the motility of right-handed limbs. Control dsa showed a poor filling of m1 acm, peripheral blood bed was not displayed. Heparin and papaverin were administered. Because only partial improvement of filling of the peripheral blood bed was observed, the sentry balloon catheter was used. Repeated imperfect dilatation of the middle part of the balloon even when overpassing filling volume and inflation pressure. Status of congestion was intermittently improving and got worse even when another dose of heparin and papaverin was administered. After removal of the sentry balloon catheter and inflation outside the body was performed, the same defect was observed. Another dilatation balloon catheter was used, it inflated fully. Control dsa after deflation and removal of the balloon catheter showed good perfusion of blood bed both in the aca and acm. However, complication of clincial status without any change.